Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience nano 2.25 x 12 mm mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis. The resistance with the sds was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the balance middleweight (bmw) elite guide wire was advanced into the patient anatomy. The 2.25 x 12 mm xience nano stent delivery system was then advanced over the guide wire. Resistance was felt between the stent delivery system and the guide wire. Force was applied and the stent delivery system was able to cross to the target lesion. The stent was deployed without difficulty. An attempt was made to withdraw the stent delivery system; however, the stent delivery system and the guide wire became stuck. The devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.